Manufacturer narrative:
The field engineer performed investigation at the site, confirmed the failure, identified the problem to be caused by foot switch. The field engineer corrected the problem by replacing the foot switch.

Event description:
Customer reported that the x-rays are staying on after the foot switch is released. Customer discontinued the use of the equipment and notified hologic of the problem. There was no pt or operator injury.